Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer main failed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) observed that no pockets were visible in the matrix drawer. To resolve the issue, the drawer controller and printed circuit board (pcb) were replaced. The cubie pockets were successfully detected, and the functional test was performed using the hardware test application (hta) to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.